Manufacturer narrative:
Concomitant medical products: product ID: 97745 , serial#: (B)(4), product type: programmer, patient. Product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that her device "stopped working" in the 2nd half of dec, confirmed 2020. When recharging ins the controller screen will go blank and will have to reset it. Patient also reported that the ins battery may turn off during recharging without pressing any controller buttons. Patient has seen "codes" but cannot recall screen details. The patient checked for visible damage, recharger cable and connections are all ok and nothing is getting hot. The controller contacts are ok, but the face of controller was cracked/dented near the up and down arrow buttons. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device.